Manufacturer narrative:
Patients are furnished with a backup remunitypro system and extra supplies to ensure uninterrupted drug delivery. Based on the information provided, the status of the patient's backup system at the time of the event is unknown; therefore, this event is being reported out of an abundance of caution. Efforts to obtain additional information from accredo specialty pharmacy are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.

Event description:
An initial event notification was received by united therapeutics drug safety on 29-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 30-apr-2026. It was reported that the patient's remunitypro pump was not functioning as expected and they were unable to prime the cassette. It was also stated that the patient experienced an issue with one of their remunitypro remotes; however, no further information regarding the specific type of device issue was provided. The patient was subsequently admitted to the hospital where they received a substitute medication for their pulmonary arterial hypertension. The patient's caregiver later reported that they suspected they had not properly attached the cassette to the pump leading to the priming issues. The patient's caregiver practiced with the patient's supplies while in the hospital and was ultimately able to attach a cassette to the remunitypro pump, following which, the pump ran without issue. The patient was ultimately discharged on (B)(6) 2026.